Event description:
Surgeon was using drill bit that was labeled at 6cm intending to drill a hole in that diameter. The hole appeared bigger and the 6cm screw would not fit. The drill bit was measured and was actually 9cm. Surgeon proceded to use screw to fit the 9cm hole.